Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a tremor in the right hand returning and a shocking sensation on the right side. It was unknown whether any environmental, external, or patient factors may have contributed to the issue. The battery was interrogated and there was high impedance noted. The ins was reprogrammed to exclude #3 electrode and the symptoms and sensation were resolved at the time of the event. No further symptoms or complications were reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported the patient was having shocking in their right hand. An impedance test was performed, and it was normal. There was nothing to report on any environmental/external/patient factors that may have led or contributed to the issue. No actions/interventions have been taken to resolve the issue. No surgical intervention occurred or has been planned. The issue is not resolved at this time. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported no further information was discovered regarding the potential cause of the high impedance, shocking sensation on the right side, or return of tremor in the right hand. Currently, no surgical intervention was planned, and the high impedances weren¿t resolved. No further complications were anticipated.